Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced electrical shocks in the left arm while recharging. Troubleshooting was performed over the phone and manufacturer representative (rep) ensured that the patient had the most updated recharging equipment. The rep noted that the patient had a history of known impedance issues with the device. The managing neurologist was notified and planned to bring the patient in for further evaluation in the clinic. See manufacturer reports #3004209178-2024-11802 and #3004209178-2024-11802 regarding previously reported impedance issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.